Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the occlusion. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue resolved and the customer successfully filled the existing cartridge with the original needle. Customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.